Event description:
It was reported that following aortic valvuloplasty, the balloon was difficult to retract through the introducer sheath. The balloon was removed in its entirety through the sheath using excessive force. No report of pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported for this failure mode to date for corporate lot number pln00569. The device was returned. The investigation is confirmed for retraction issues, which were likely caused by the bridge pleat identified in the sample eval. It is possible that the user did not fully deflate the balloon prior to the first withdrawal attempt, which then could have resulted in the bridge pleat. The instructions for use lists applicable complications and/or provides applicable warnings, precautions or use instructions.